Event description:
Customer reported that on (B)(6) 2012 at unspecified time in the evening she received a reading of 222 mg/dl on her freestyle freedom lite meter which was higher than a reading of 101 mg/dl obtained on her relion meter at unspecified time on the same day. Customer further reported that in the "early morning" on (B)(6) 2012 she experienced symptoms that were described as "headache, nausea, vomiting, sweating, blurred vision, dizziness". Customer reported self-treating with unspecified "sugar pill". Customer self-presented to a local health care facility where she had her "a1c" lab test and was advised by her doctor to "continue monitoring". Customer also reported being prescribed new medication- "glimepiride 1 mg". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B)(4). The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The complaint is not confirmed. The customer's meter and test strips were returned for investigation. A port issue was identified with the returned meter so the returned test strips were tested with a retained meter. All results were within the range specification and no errors were observed during control solution testing. Upon further investigation of the returned meter a raised pin was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. No additional issues were identified during extended product investigation. Label copy instructs users to call customer service if the test does not start after applying the blood sample to the test strip. Although the port issue was confirmed, this issue is not related to the medical event. This is a final report.